Event description:
It was reported that the patient presented in-clinic for follow-up. Lead was diagnostically imaged and externalized conductors were noted. Lead to be monitored.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that the patient received inappropriate therapy due to oversensing. No further information.

Event description:
New information received indicates that an asymptomatic patient presented with lead noise. No other anomalies were noted. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 8.0-8.3cm, 8.0-9.1cm, 8.9-10.3cm, and 10.9-11.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 13.0-15.8cm from the distal tip. Internal insulation abrasion was noted at 30.0-31.2cm from the distal tip. Internal insulation abrasion was noted under the svc shock coil at 24.2-24.4cm, 25.9-26.1cm, and 26.0-26.1cm from the distal tip. The etfe coating was intact and the inner coil was exposed at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.